Event description:
The bedwetting alarm is erratic and not acting normal. It is getting very hot within a few mins of use. I am not able to hold it in my hands as the alarm is way too hot for me to hold. Not safe for my (B)(6) y/o daughter. FDA safety report ID# (B)(4).